Manufacturer narrative:
A medtronic representative went to the site to test the equipment on 24 january 2017. The representative found that there was a small piece of a drape caught inside of the gantry. The representative then removed the drape, manually operated the door with manual override and invalidated home to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A site representative reported that, while in a spinal fusion, the imaging system displayed a door open error message on the pendant. The issue occurred after post operative spins. Opening and closing the gantry door, restarting the system and unplugging the imaging system from the viewing station of the imaging system then trying to close the gantry door did not resolve the reported issue. The site then elected to continue the procedure with a c-arm. No additional information was provided. There was a reported delay to the procedure of less than 1 hour due to this issue. Though navigation and medtronic imaging were discontinued for the procedure, there was no impact on patient outcome.